Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple,intermittent occlusion alarms during basal and bolus. The customer's blood glucose (bg) level ranged from 280- 350 mg/dl and insulin injections were used to address the bg level. The customer changed the cartridge and infusion set 4 times. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.